Event description:
It was reported that three fibers began making popping/knocking noise. The debris shields were checked, and it was found they were burnt. The procedure was completed with another device. There were no patient complications. Analysis of the returned device identified a fiber tip break. This complaint refers to the second fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis of the returned fiber identified that the tip was broken. The reported allegation was confirmed. This type of damage is consistent with possible abnormal energy emission during use and may explain what the customer reported of 'popping/knocking noises'. The damage is consistent with conditions encountered during the procedure. Procedural factors, including physician technique and the size and composition of the material being ablated, may have contributed to the fiber tip break. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. There is no objective evidence that the user did not properly handle or use the device according to the instructions for use (IFU). The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. For the moses 200 d/f/l fiber, verify that the ball tip is complete and not damaged. Based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.